Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the right ventricular (rv) lead had an unacceptable measured values caused by twiddler's syndrome. Additional information indicates that this lead exhibited high pacing thresholds. The lead was confirmed to be twisted multiple times and folded back. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead showed signs of having been twisted which was consistent with twiddler's syndrome. Twiddler¿s syndrome can lead to dislodgement and complications related to dislodgement. Laboratory analysis confirmed the reported allegation.